Event description:
Patient scheduled for a laparoscopic cholecystectomy. The surgeon was using a 0 vicryl on a ur-6 needle to secure the hassan port when the needle broke in half and half was retained in the patient. The surgeon used fluoro guidance to remove the broken half of needle from patient.